Event description:
Revision surgery. Cup, liner, and 28mm plus 5 pca head were removed. Implanted was a 36mm plus 5 pca head.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.